Event description:
During surgery, according to surgeon and surgical technician, when using the inserter for arthrex's anchor "double loaded knotless knee fibertak anchor, self-punching" (reference number (B)(4), lot: 15495382, expiration: 8/31/2030), surgeon inserted the implant, removed the inserter from the knee and noticed that the tip of the inserter was missing. X-rays determined that a small piece of the inserter (maybe 1-2mm in size) remained in the patient. Surgeon explained that it would cause damage to try to retrieve the retained foreign body and would rather leave it as is because the patient would be unaffected by it if left it in there. This was explained to the patient after he awoke from surgery.